Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely physical stress was applied to the instrument channel port while the user was handling the subject device. As a result, peeling occurred. However, a definitive root cause could not be determined. User may be able to detect the suggested event by handling device in accordance with instructions for use (IFU): ¿inspection of the endoscope¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found the forceps channel port was shaved. Due to a pinhole on bending section cover, water tightness was lost. The air/water leakage in the control section (grip part / each valves / around the instrument channel port, etc.) The connecting tube had a stain. Due to the deformation of the control unit, water tightness was lost. The image guide bundle had significant breakages. Due to the wear of the angle wire, the bending angle in the up direction does not meet the standard value. The air/water leakage from the insertion tube/bending section. The adhesive on the bending section cover was detached. The connecting tube had foreign objects. Due to the wear of the angle wire, the bending angle in the down direction did not meet the standard value. The universal cord had a cut. The connecting tube had a buckling.  The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during daily routine maintenance, bronchofiberscope failed a leak test, and there was a leak from the a-rubber and from the suction port at the starting point of the suction port. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the forceps channel port was shaved. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.